Event description:
A 60mm vascular stapler dysfunction. Physician secured clamp and sent to fire stapler, but the stapler was jammed. Physician could not release it. The hilum was divided and physician was able to remove the stapler without any significant trauma resulting in blood loss from the secured kidney.